Manufacturer narrative:
Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump had a blank display. The customer¿s blood glucose level was 511 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would not return.